Event description:
During a lung biopsy procedure, the articulating knob broke off the device after firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.